Event description:
During the investigation, a crack was found near the catheter juncture hub. There was no consequence for the patient. Catheter was removed and replaced successfully.

Manufacturer narrative:
(B)(4). Customer returned one 3-l cvc catheter for evaluation. Initial visual inspection of the catheter did not reveal any obvious defects or deformities. After failing function inspection, a hole was found on the catheter body adjacent to the juncture hub. The hole is consistent with an undue lateral force being applied to the catheter body. The customer also did not mention leaking in the catheter so it is likely this defect occurred after use by the customer. No other defects or anomalies were observed on the catheter. The overall length of the catheter body measured 165 mm which is within specification of 158.5-175 mm per product drawing. The returned catheter had all 3 lumens flushed. The catheter body only leaked from the identified hole near the juncture hub on the medial line. The other extension lines functioned as expected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use(IFU) provided with this kit warns the user "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking catheter body was able to be confirmed through evaluation of the returned sample. Functional testing confirmed that there was a leak in the medial line caused by a hole in the catheter body adjacent to the juncture hub. A device history record review was completed based on sales history with no relevant findings. The catheter also passed dimensional inspection. Based on the condition of the returned sample and that the customer was unaware of the leak, user error likely caused this issue after the device had finished being used. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
During the investigation, a crack was found near the catheter juncture hub. There was no consequence for the patient. Catheter was removed and replaced successfully.